Manufacturer narrative:
Supplemental report is being submitted to add imaging required coding in section f10 and h6.

Event description:
It was reported that left shoulder twitching was consistently present on this pacemaker system with atrial and ventricular pacing. While initially auto thresholds were thought to be the cause, when switched to unipolar there was no muscle stimulation or capture. On follow-up, inconsistent capture in the atrial lead in bipolar configuration was also present. Lead impedances and sensing have been stable on both right atrial (ra) lead and right ventricular (rv) lead. The pacemaker was reprogrammed to pace only the ventricular channel with 50 bpm to reduce the stimulation, and an x-ray was performed. The chest x-ray found no insertion or lead integrity issues. Further in clinic follow-up is expected, and technical services (ts) was contacted for troubleshooting assistance. This ra lead and pacemaker system remains in-service at this time. No adverse patient effects were reported. The lead was not returned for analysis; therefore, a technical analysis could not be performed.

Manufacturer narrative:
Supplemental report is being submitted to provide updates to b5 and h6 fields.

Event description:
It was reported that left shoulder twitching was consistently present on this pacemaker system with atrial and ventricular pacing. While initially auto thresholds were thought to be the cause, when switched to unipolar there was no muscle stimulation or capture. On follow-up, inconsistent capture in the atrial lead in bipolar configuration was also present. Lead impedances and sensing have been stable on both right atrial (ra) lead and right ventricular (rv) lead. The pacemaker was reprogrammed to pace only the ventricular channel with 50 bpm to reduce the stimulation, and an x-ray was performed. The chest x-ray found no insertion or lead integrity issues. Further in clinic follow-up is expected, and technical services (ts) was contacted for troubleshooting assistance. This ra lead and pacemaker system remains in-service at this time. No adverse patient effects were reported. Additional information was received. Upon follow-up further twitching was reported and the patient reported fatigue. Unipolar pacing on both ra and rv channels again showed loss of capture, and also no muscle stimulation. In bipolar pacing, the muscle stimulation began at 1.7v on the rv channel, and at 1.8v on the ra channel. Additional information troubleshooting was requested from ts. Ts notes that the adequate safety threshold margin is unable to be programmed and suspects lead integrity issues. Ts recommends additional x-ray imaging and lead revision to allow for an invasive visual inspection. This system remains in-service at this time. No additional adverse patient effects were reported.

Manufacturer narrative:
Supplemental report is being submitted to provide updates to b5.

Event description:
It was reported that left shoulder twitching was consistently present on this pacemaker system with atrial and ventricular pacing. While initially auto thresholds were thought to be the cause, when switched to unipolar there was no muscle stimulation or capture. On follow-up, inconsistent capture in the atrial lead in bipolar configuration was also present. Lead impedances and sensing have been stable on both right atrial (ra) lead and right ventricular (rv) lead. The pacemaker was reprogrammed to pace only the ventricular channel with 50 bpm to reduce the stimulation, and an x-ray was performed. The chest x-ray found no insertion or lead integrity issues. Further in clinic follow-up is expected, and technical services (ts) was contacted for troubleshooting assistance. This ra lead and pacemaker system remains in-service at this time. No adverse patient effects were reported. Additional information was received. Upon follow-up further twitching was reported and the patient reported fatigue. Unipolar pacing on both ra and rv channels again showed loss of capture, and also no muscle stimulation. In bipolar pacing, the muscle stimulation began at 1.7v on the rv channel, and at 1.8v on the ra channel. Additional information troubleshooting was requested from ts. Ts notes that the adequate safety threshold margin is unable to be programmed and suspects lead integrity issues. Ts recommends additional x-ray imaging and lead revision to allow for an invasive visual inspection. This system remains in-service at this time. No additional adverse patient effects were reported. Additional information was received. A system revision was performed. No visual issues with can or lead were noted. No capture was noted on both the ra and rv leads in unipolar on the pacing system analyzer (psa), while the capture thresholds in bipolar were similar to implant. The ra was successfully explanted, though a small cut occurred on the lead during the lead explant. The ra lead is expected to be returned for analysis. The rv lead was unable to be retracted and was surgically capped and abandoned. No additional adverse patient effects were reported.

Event description:
It was reported that left shoulder twitching was consistently present on this pacemaker system with atrial and ventricular pacing. While initially auto thresholds were thought to be the cause, when switched to unipolar there was no muscle stimulation or capture. On follow-up, inconsistent capture in the atrial lead in bipolar configuration was also present. Lead impedances and sensing have been stable on both right atrial (ra) lead and right ventricular (rv) lead. The pacemaker was reprogrammed to pace only the ventricular channel with 50 bpm to reduce the stimulation, and an xray was performed. The chest xray found no insertion or lead integrity issues. Further in clinic follow-up is expected, and technical services (ts) was contacted for troubleshooting assistance. This ra lead and pacemaker system remains in-service at this time. No adverse patient effects were reported.